Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized for a blood glucose (bg) level of over 600 mg/dl. Reportedly, insulin was not exiting the infusion set tubing however, customer did not troubleshoot to determine cause of the issue. Customer delivered a bolus via the pump to address bg prior to going to the ER, and was treated with intravenous fluids of insulin and saline while in the hospital. Customer was released from the hospital on (B)(6) 2022 with the issue resolved and no permanent damage.